Event description:
The report received from the affiliate indicated that approx three (3) hours after the index procedure, the pt complained of being dizzy. A decrease in the pt's heart rate was observed. Coronary angiography was done and thrombus was observed in the three (3) previously implanted cypher stents. The acute thrombosis was treated by aspiration of the thrombus and balloon angioplasty using a 2.0x 20mm and a 2.75 x 20mm ottimo balloon-pressure and duration unk. An additional driver 3.0 x 18mm bare metal stent (bms) was implanted proximal to the third cypher stent in overlapping fashion. A one-time dose of clopidogrel sulfate was also administered due to the thrombosis. The pt was reported to have recovered and was discharged from the hospital one (1) week after the index procedure. The physician's comment regarding the possible cause of the thrombotic event was that the administration of the antiplatelet therapy (ticlopidine hydrochloride) was not adequate, there were many stents implanted and the stents were under-dilated.

Manufacturer narrative:
The index procedure was an elective case. The target lesion for the procedure was the proximal to distal right coronary artery (rca). The lesion was reported to be: de novo, heavily calcified, a flexion lesion, concentric, a chronic total occlusion (cto), 70mm in length, 2.5mm vessel diameter, and type c. The lesion was predilated with a 2.25 x 30mm balloon several times at 12 atm for 20 sec. A cypher 2.5 x 28mm stent (stent #1) was implanted at 14 atm for 60 sec. An add'l cypher 2.5 x 28mm (stent #2) was implanted at 16 atm for 60 sec proximal to the first stent in overlapping fashion. A third cypher 3.0 x 33mm stent (stent #3) was implanted at 16 atm for 90 sec proximal to the second stent in overlapping fashion. The stents were post-dilated with a 3.0x 35mm balloon at 16 atm for 30 sec. Ivus was not done. The residual stenosis was 25%. The flow pre-procedure was timi 0 and post-procedure timi 3. An act was not measured. There was no reported thrombus noted post-procedure. No info was available regarding the pt's previous percutaneous coronary intervention (pci) procedure. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report #9616099-2007-02133, #9616099-2007-02134, and #9616099-2007-02135.